Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The parent reported the patient was hospitalized and diagnosed with high blood glucose levels and diabetic ketoacidosis. The patient arrived at the hospital with the pod, which was removed. The doctor instructed them to attach a new pod. There were no other details provided for this medical event. The length of time at the hospital and medical treatment were not disclosed. Additional attempts are being made to obtain further details.